Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported episodes of nonsustained lead noise were recorded on the device. The noise could not be reproduced during testing in clinic. The device was reprogrammed and no further issues were reported.